Event description:
Opened a set of arctic sun pads and attempted to peel off the back film of one of the pads, however the tab pulled both the protective film and the adhesive gel away from the cooling pad. Had to open a second set of pads to replace the damaged one.